Event description:
Per the clinic, the patient experienced loud noise, discomfort, and poor performance with the device. Hardware exchange, troubleshooting and re-programming attempts were made; however, the issue could not be resolved. High impedance was observed in several electrodes. The implanted device remains. It is unknown if there are plans to explant the device and to re-implant the patient with a new device as of the date of this report.